Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported last week they had two episodes where a PICC was placed with 3cg and, when the patient was turned to their left side, the patient went into vtach. It was stated that in neither event was the PICC too long but they did pull the PICC back both times. No other information was provided. This report addresses the first event.